Manufacturer narrative:
Patient weight not made available from the site.a medtronic representative, following-up at the site, reported the cause of bleeding was from a surgical instrument used, not a navigated instrument. Delay in therapy was approximately 30 minutes. Patient is reported to be doing well and has recovered.software investigation completed. Unable to determine root cause without further information since the behavior cannot be replicated. (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a transsphenoidal procedure, the surgeon alleged their navigation system was 3mm inaccurate, laterally right. The site registered the patient using tracer and verified accuracy. During the procedure, it was identified that navigation was inaccurate, however, the surgeon opted to continue the case using navigation. The patient began to bleed at which time, the surgeon halted the procedure. Navigation was not being actively used at the time the patient began to bleed. It was reported the site successfully performed the second surgery without the use of navigation. There was no impact on patient outcome.